Event description:
A caller reported that the pump occasionally blinked orange on the t:button without displaying any messages, errors, alerts, or notifications on the pump screen. There was no adverse impact to the customer's blood glucose level. The customer checked the pump screen for any issues, and the case was taken forward by technical support to tandem to determine why the pump was blinking orange.